Event description:
The product was used during an unspecified procedure on the colon. Reportedly, the suture was insufficient and a reoperation was performed to the correct the condition. The hospital has reported that the patient's status is satisfactory.